Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported the level alarm on the safety monitor turned on, causing the power to the centrifugal pump to shut off. The user turned off the safety monitor and removed the level sensor. The centrifugal pump was plugged into the alarm ac outlet on the base of the console and power was restored. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient as a result of this event.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.